Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil unexpectedly detached. The detached implant coil was completely inserted into the aneurysm with the pusher without incident. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The implant coil was not returned for evaluation. The investigation of the returned coil pusher found no evidence of activation using a detachment controller at the heater coil. The heater coil was compressed, which is consistent with the device experiencing increased friction followed by continued advancement force. Inspection of the monofilament found a non-mushroom profile, which is consistent with implant separation due to tensile force.